Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that a patient¿s driveline (dl) sheath was torn in multiple places. This damage extended approximately twenty inches and involved most of the patient¿s external dl. In addition, the damage was in an area that had been previously repaired by the site. This was reported to be the result of normal wear and tear and was not associated with electrical faults or any other alarms. The previous repair tape was removed and the dl wires were noted to be intact. A dl sheath repair was performed on an outpatient basis on (B)(6) 2018. The pump and dl remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable revealed tears in the outer sheath, confirming the reported event. Additionally, visual evidence revealed discoloration of the driveline cable. A driveline sheath repair was performed to mitigate the conditions reported. An internal investigation has been opened to evaluate driveline sheath damages and implement corrective actions as required. Based on this investigation, the most likely root cause of the driveline sheath damage is exposure to ultraviolet light. If information is provided in the future, a supplemental report will be issued.